Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the damaged optical fiber bundle/overstressed video cable protector is likely, improper handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii" ring does not complete a full 180-degree turn to the left. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the video cable was broken and therefore the image was green. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the protector of the video cable section was overstressed; the fiber bonding in the outer tube area (distal end) was damaged and the magnet ring of the control section was broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H9/reporting number: (B)(4).